Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to unspecific medical reasons. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on september 22, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the r/s and an infection which was treated with antibiotics (specific type, date and duration not reported). It was also reported that the patient was reimplanted with another cochlear device on (B)(6) 2022. This report is submitted on november 3, 2022.